Event description:
(B)(6) rn at physician's office informed the pharmacy that pt's cadd legacy pump was alarming. He did not know what type of alarm it was but wanted. Replacement pump sent out to replace pt's current pump. Pump was sent with a return box for malfunctioning pumps. No other info is known. Dose or amount: remodulin 9 ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6) 2017 to current.